Event description:
It was reported that this lead was surgically abandoned since it was damaged during a left ventricular assist device implant. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was surgically abandoned since it was damaged during a left ventricular assist device implant. No additional information is available at the moment. No additional adverse patient effects were reported.